Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that last night during the night ((B)(6) 2024 or early am on (B)(6) 2024), the ins battery started making a noise that batteries do when they're going out. The patient stated it sounded like a "tick tick tick," like when a battery is going out in a smoke alarm but it was muffled and wasn't as loud but it woke them up and they were like, "what the heck is that?" They spent a lot of time trying to determine if it could have been something else, so they concluded it must have been from the device. The patient stated they got back into bed and just forced themselves to ignore it stated they were able to fall back asleep and when they got up this morning, the ticking wasn't happening. Patient stated they went to their handset and they checked it and it said they had to update it and they went and updated it and the ticking hadn't occurred again since the update. They asked if that ticking noise was normal because it was only 3 days old. It was reviewed that the update on the application had nothing to do with the implanted system "ticking". They were in the battery menu of the therapy application while on the call and said they saw a green checkmark next to ins battery and they received no messages. They stated everything looked normal. It was reviewed that it was unlikely that the ins battery would make a ticking noise but redirected the patient to follow up with their managing health care provider about the issue. The patient stated the ticking didn't happen on the previous nights either. They stated the only other thing they could think of was that their house was very dark and they thought maybe their dogs had brought something in from outside and maybe someone threw something over the fence or something and one of their dogs brought it in and it was somewhere in their room but they didn't see it last night. The patient was going to continue to look around their house and call back if they heard the noise again but mentioned they would talk to their hcp about the issue.